Event description:
It was reported that leakage occurred during use with a bd phaseal¿ protector p14. The following information was provided by the initial reporter, "we were using the onco-tain - hospira mitoxantrone 20mg/10ml bottle with the p14 connector and on 2 occasions -one after another and despite the connector being applied correctly and being clicked in place and checked- we had a leakage of this medication around the neck of the bottle. Can you suggest if there were any obvious issues which led to this happening? We are unsure what the issue was."

Manufacturer narrative:
H.6. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history was performed and found no non-conformances related to the reported issue during production of batch 1903105. Three retained samples of the same lot were used for additional evaluation. The protectors were visually inspected with no defects noted, in all cases they were successfully connected to the vials, ensuring they fit properly. Samples were tested functionally, connecting to an injector and syringe without issues and no leaks were observed. Conclusion: based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is likely the protector was not securely attached, resulting in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ protector p14. The following information was provided by the initial reporter, "we were using the onco-tain - hospira mitoxantrone 20mg/10ml bottle with the p14 connector and on 2 occasions -one after another and despite the connector being applied correctly and being clicked in place and checked- we had a leakage of this medication around the neck of the bottle. Can you suggest if there were any obvious issues which led to this happening? We are unsure what the issue was."